Event description:
It was reported that the doctor performed laparoscopic low anterior resection and used the echelon 60 stapler for bowel resection. Through the laparoscopic image, the surgeon found some staples which could not be formed 'b' shape. There is malformed staple at staple line and surgeon needs to redo the operation the other day to fix the staple line.

Manufacturer narrative:
(B)(4). Date of event is 2022, event day and month unknown. Captured as on (B)(6) 2022. Batch #unk. Additional information was requested and the following was received: was a leak test performed? If so, what type and what was the result? Ans: no, surgeon performed colonscopy and found the area is very thin and worry about leakage only. Was the staple line visualized endoscopically during the initial surgical procedure? Ans: yes, but only partially visualized. How many days postoperative did the leak occur? Ans: there is no leakage happened as the issue was found during same operation, around half hour after stapling. How was the leak identified? Ans: no leakage found. Surgeon performed pr and feel that the staple line is different from before and do endoscopy and found the tissue nearby was thinner than usual can observe the lining of submucosa. What was observed at the site of the leak upon reoperation? Ans: no leakage happened. How was the leak addressed? Ans: no leakage happened. Were there any staple formation issues identified during the first procedure and if so how was it addressed? Ans: observed in first procedure. And redo a staple line lower at rectum. Could you please confirm that they resected the bowel with two firings? Ans: yes, resection in two firings. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 2/28/2023. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec60a device was returned with no apparent damage and with two ecr60d reloads present. The reloads were received fully fired. In addition, a tyvek was received along with the device. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action, improperly formed staples, and/or inability to open the instrument jaws. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis.